Manufacturer narrative:
Additional narrative: patient ID and weight were not provided for reporting. Device is an instrument and is not implanted / explanted. Device is not expected to be returned for manufacturer review/investigation. Reporter contact number was not provided. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2017, patient underwent procedure for a bilateral varus proximal femur osteotomy. During the procedure, toddler angle blade plates were inserted. When the last plate was inserted and the inserter was being removed, the small clip (hook) that hold the plate on the inserter snapped off and broke. All pieces were retrieved. Outcome of patient was not affected. No delay in surgery was reported. Concomitant parts reported: plate (part# unknown, lot# unknown, quantity unknown). This report is for one (1) inserter f/115 deg bifurcated & 90 deg infant osteotomy pl. (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device history record review: part number: 332.350, synthes lot number: 8764068, release to warehouse date: 19.dec.2013, manufacturing site: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.